Event description:
Additional information received indicated that oversensing occurred as a result of the reported noise.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there were episodes of noise noted on the right atrial (ra) lead. A lead fracture was alleged. The device was reprogrammed to resolve the event, and the patient was stable with no consequences.